Manufacturer narrative:
Result: as balloon inflated/deflated normally during prep the root cause is most likely related to operational use. Conclusion: as balloon inflated/deflated normally during prep the root cause is most likely related to operational use. (B)(4).

Event description:
Device evaluation: the guard wire device, ez adaptor and ez flator were returned to the manufacturing facility for evaluation. The guard wire balloon, gold marker and hypotube joint were intact and no defects were noted on the returned devices. Using the returned ez adaptor and ez flator an attempt was made to inflate the guard wire balloon, the balloon inflated slightly. During inflation a stream of liquid was noted coming from the balloon from what appears to be a pin hole while applying pressure. The pin hole was not visible, only when under pressure the leak was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a guard wire device during a cas procedure. During delivery, no resistance with mating device was experienced. Lesion in ica, no calcification or tortuosity; rate of stenosis unknown. When the physician inserted the guardwire device to the lesion site for the last thrombus aspiration, he noticed that the occlusion balloon of the relevant device was deflated. Aspiration was carried out, but the number of times was less than normal case and he continued using the relevant device to complete the operation. After procedure, CT data showed that there was no adverse event to the patient.

Manufacturer narrative:
Evaluation, results, conclusion: inconclusive- investigation in progress. (B)(4).